Manufacturer narrative:
Name and address- postal code: (B)(6). Occupation- administration officer. PMA/510(k) #- pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent separated during removal from a patient. The device was observed to be heavily encrusted on the distal portion of the stent. Upon attempted removal, the stent snapped approximately 20cm from the distal coil. Both stent fragments were successfully removed from the patient using a rigid ureteroscope and stone basket. Complete removal of the device was confirmed via CT scan. Upon further inspection of the stent after removal, it was noted that the stent was initially placed incorrectly, with the distal portion of the stent positioned in the kidney and proximal portion in the bladder. Further damage was noted to the end of the stent that had been placed in the kidney with a tear from the first side port to the end of the stent. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, a filiform double pigtail ureteral stent separated during removal from a patient. The device was observed to be heavily encrusted on the distal portion of the stent. Upon attempted removal, the stent snapped approximately 20cm from the distal coil. Both stent fragments were successfully removed from the patient using a rigid ureteroscope and stone basket. Complete removal of the device was confirmed via CT scan. Upon further inspection of the stent after removal, it was noted that the stent was initially placed incorrectly, with the distal portion of the stent positioned in the kidney and proximal portion in the bladder. Further damage was noted to the end of the stent that had been placed in the kidney with a tear from the first side port to the end of the stent. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control procedures. One filiform double pigtail ureteral stent was returned for investigation. The stent was returned in two segments, with the point of separation appearing slightly jagged. The smaller segment, which consisted of the originally tethered end, measured to be approximately 9 centimeters from the pigtail to the point of separation. There was a tear from the first side port to the end of the stent. This damage appeared to be caused by the removal of the tether by force. The end of the pigtail appeared to be missing a fragment. It is unclear if this fragment was in reference to the broken segment of the stent that separated, but was successfully removed from the patient as initially reported, or the fragment that appeared to be missing from the tethered end. It is possible that if the tethered end was in fact damaged due to tether removal, the missing piece was removed, along with the tether, and the stent was implanted with a portion of the coil missing. The larger segment was measured to be approximately 17.5 centimeters from the pigtail to the point of separation. The tip of the pigtail at this end appeared to be clogged with an unknown white matter. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. How supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. The cause for this incident was unable to be determined. The most probable cause of this event is related to patient factors/anatomy and/or inadvertent user/procedural issues. Patient factors/anatomy should be considered as many factors can influence risk of encrustation; however, limited information was provided regarding patient factors. Inadvertent user/procedural issues should be considered as it was noted by the reporting facility that the device was initially placed incorrectly. Incorrect placement could affect the functioning of the device. Additionally, the device being placed incorrectly could have required device manipulation by the user during insertion or removal for replacement, this could weaken the device. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.